Event description:
This report summarizes two malfunction events where a mesa screw migrated post-operatively. The patient "is not in severe pain so has been left and is still under surveillance". The devices remain implanted.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual, dimensional, material and functional analysis could not be performed as the devices remain implanted. No further investigation for this event is possible at this time as insufficient information was received by stryker. If devices and/or additional information become available, this investigation will be reopened and updated.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigations. Devices remain implanted.

Event description:
This report summarizes two malfunction events where a mesa screw migrated post-operatively. The patient "is not in severe pain so has been left and is still under surveillance". The devices remain implanted.